Manufacturer narrative:
Date of the event is estimated. During processing of this complaint, attempts were made to obtain complete event and patient information. The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-04508. It was reported that the patient had his entire system removed for an unknown reason on an unknown date.